Manufacturer narrative:
This report is submitted on january 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.